Event description:
The customer obtained non-reproducible, falsely elevated troponin I es results from samples drawn from four different patients when processed on a vitros eci immunodiagnostic system. Patient 1: tropi es= 0.134 vs. Expected 0.023 ng/ml. Patient 2: tropi es= 0.159 vs. Expected < 0.012 ng/ml. Patient 3: tropi es= 0.177 vs. Expected < 0.012 ng/ml. Patient 4: tropi es= 0.101 vs. Expected < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es results were not reported from the laboratory, as the samples were retested because the result for patient 1 did not agree with a previous tropi result for patient 1, and the tropi es results for patients 2 ¿ 4 were above a critical value. There was no allegation of patient harm. This report is number three of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated troponin I es results were obtained from multiple patient samples while using the vitros eci immunodiagnostic system. The investigation could not determine a definitive root cause. There was no indication that a reagent issue contributed to the event. However, an instrument issue cannot be ruled out as a contributing factor. Finally, the investigation determined the samples were not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.